Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The biphasic pcb and therapy pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly; however, the reported failure was not duplicated. When installed in a mock-up device, a user test was observed to pass and defibrillation was successfully delivered multiple times. The returned therapy pcb assembly was also further evaluated by physio-control. It was observed that connector j23 was broken on one side. Although no impact was observed and the pins were intact it is more likely that the connector could come loose due to the broken locking tab. This could impact the device's ability to deliver therapy. The cause of the reported failure was determined to be a broken connector, designator j23, on the therapy pcb.

Event description:
During routinely scheduled maintenance it was observed that the device was displaying a service indicator. There were no reports of patient use associated with the reported event. Upon initial evaluation it was observed that the device also had multiple instances of multiple error codes in memory that indicate a potentially critical failure.